Event description:
The end user reported she developed a red rash under tape collar and slightly outside wafer. The rash has recurred for approx two years. The end user sought med treatment and was treated with an unk prescription ointment. The end user has seen improvement in her rash with the use of the ointment. No further info was provided.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.